Event description:
It was reported that during defibrillation testing at device change-out, low, out of range high voltage lead impedance was observed. A message noting a possible lead issue was displayed. The device was reprogrammed, and lead remains implanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.